Event description:
It was reported that the device had perforated the inferior vena cava (ivc) and was abutting the pancreas. On (B)(6) 2011, the patient was implanted with a greenfield filter. The patient was experiencing deep vein thrombosis (dvt) with acute pulmonary embolism due to anemia. In (B)(6) 2018, the patient received a CT scan. The ivc filter was shown with strut erosion without penetration of adjacent structures. One of the struts was somewhat close to the head of the pancreas. On (B)(6) 2019, the patient received a physical exam, during which the (B)(6) 2018 CT scan results were reviewed. The filter strut erosion was observed. Due to the patient's history of parastomal hernia and stoma, and the patient not experiencing any symptoms, the physician did not recommend that the filter be removed at that time.